Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 408 (mg/dl) after changing supplies and infusion site. Customer delivered an injection to treat elevated bg level. System check with tandem technical support indicated that the pump was performing as intended. Customer was referred to health care provider for possible factors that may affect bg levels.